Event description:
It was reported the wire for the patient's charging device had frayed. Because of the frayed wire, they could not charge their spinal cord stimulator implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).